Event description:
The event description provided by the pt's husband on (B)(6) 2013 indicated: I am writing in name of my wife, temporarily admitted to a city hospital near (B)(6). She was hospitalized exactly two months ago with a double fracture of the right tibia. Then it was applied on her leg meta-diaphyseal fixator of your production. I assume that it has been applied well, since it resist for two months. Today the nurse found, that one of the clamps is broken (I suppose that made in casing). This defect caused that now hospital need to do it again surgery on the leg of my wife. On (B)(6) 2013, orthofix srl rec'd the following info from the sales rep: hospital name: (B)(6). Pt info: (B)(6). Date of initial surgery: (B)(6) 2013. Date of the breakage of the first clamp: (B)(6) 2013. This clamp has been discarded by the hospital, the lot number has not made available. The surgeon replaced the whole fixator with fracture manipulation (due to a slight loss of fracture reduction) under local anaesthesia. Date of the breakage of the second clamp: (B)(6) 2013. This clamp has been replaced at the doctor's office without any further anaesthesia nor fracture manipulation. The x-rays provided by the surgeon are related to the first clamp that broke (pre an post clamp replacement). No other x-rays will be made available as the second clamp that broke did not cause any modifications of the fracture reduction. Please also kindly refer to MFR report number 9680825-2013-00017. (B)(4).

Manufacturer narrative:
Analysis of historical records: the first clamp that broke has been discarded by the hospital. Unfortunately the lot number has not been made available and therefore, it was not possible to perform the verification of the historical data. Technical evaluation: the first clamp that broke has been discarded by the hospital and therefore, not available for the technical evaluation. Medical evaluation: the info made available on the case was sent to our medical evaluator. The medical evaluation is currently on going and will be closed once further info on the case will be available (at least the results of the second clamp that broke, please kindly refer to MFR report number 9680825-2013-00017). As soon as further info will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.